Manufacturer narrative:
Device not returned. Since the time of issue, no other concerns or complaints regarding the masks have been reported by hospital staff. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported mask strap got a divot in the elastic and started tearing. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.